Event description:
Procedure type: lap hernia repair. According to the reporter: the dissector was extremely difficult to remove, the balloon came off inside the cavity and had to be retrieved. Or time was delayed, but not known how long. No pt injury was reported.